Manufacturer narrative:
Event date: (B)(6) 2019. Date of this report: 14mar2019. The customer reported that the leak was resolved, however, it was not specified what actions were taken to correct the issue. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
The customer contacted technical support (ts) stating that unit failed the system leak test. The customer reported there was no patient involvement. The event date was not specified; estimate used.